Event description:
Several months ago we had an event in which two drawer 3's were placed in a code cart. Medications are in drawer 1, 2 and 3. Unfortunately this was discovered during a code. Fortunately this unit was close to the pharmacy and could quickly get the correct tray. We had another report this weekend in which the same occurred, but it was caught during and exchange due to product expiration. After the first event, we implemented a double check process when the drawers are placed. Our organization uses kit check and we have been requesting they add functionality to allow scanning the drawer to the correct location in the code cart. We do not have a reliable system to ensure the correct drawers are placed in the correct location of the code cart. (B)(6). Access number: (B)(4).